Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer could not get full telemetry with the implantable pulse generator (ipg). Technical services (ts) provided assistance in resolving the issue by directing the caller to replace the radiofrequency (rf) head, use the magnet, move the rf head around and start the interrogation from within the device application itself. The caller was to try these suggestions and continue to contact the company representative. The status of the programmer is unknown. No patient complications were reported as a result of this event. No patient complications were reported as a result of this event.